Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. In addition, a complete electrode array insertion might have not been achieved at implantation, thus diagnostic imaging is considered to assess the position of the electrode array. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. A possible date for revision surgery has not been informed yet.

Event description:
The user is reportedly only hearing noise with the device after experiencing a head trauma on (B)(6) 2021. Before this event, the user benefited from the device. Despite requested, no additional information could be yet retrieved.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is reportedly only hearing noise with the device after experiencing a head trauma on (B)(6) 2021. Further medical intervention is considered.